Event description:
It was reported by a physician that they had an unknown patient experiencing weight loss and gastroparesis. The events relationship to vns has not yet been determined by the physician. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.